Event description:
Customer reported that the insulin pump alarmed for a loose drive support cap and for no delivery. The blood glucose reading was 599 mg/dl. She stated that the insulin pump was not dropped or bumped prior to the alarms occurring. She reported that the drive support cap was half recessed and half flush but had not pressed on the cap while connected. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The testing could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.